Manufacturer narrative:
Based on the results of the investigation, the probable root cause could not be identified. After collecting the foreign matter at the tip and analyzing its components, it was found that the foreign matter was organic silicone (such as a defoaming agent). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in air/water nozzle and distal end. There was no patient involvement.